Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
E1: reporter facility name: infusystem inc - (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed ¿remove and reattach the cassette¿. Per reporter, troubleshooting was performed, and several attempts were made to restart the device, but it continued to alarm. They had the patient turn the device off, clamp the tubing and call the clinic. There was patient involvement, and no patient harm/adverse events reported.